Manufacturer narrative:
The account reported a patient had to have a new catheter placed due to the retention balloon deflating. Staff was getting the patient from the bed to a chair and the catheter fell out. A new catheter was inserted; no further details were given in regards to this incident. There were no difficulties with catheter insertion. The balloon was pre-inflated to check integrity prior to insertion. A sample was returned, the complaint was verified. A definitive root cause has not been determined but cannot rule out that an external force could have contributed to the tear beginning. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon deflated and had to be replaced.